Event description:
It was reported that upon review of the egm from (B)(6) 2016, myopotential oversensing was observed on the implantable cardioverter defibrillator. Oversensing resulted in inhibition of pacing. The patient was in stable condition throughout event. Programming suggestions were made, and the patient will be monitored with routine follow up.